Manufacturer narrative:
Follow-up #1: date of submission 18-jul-2018: device evaluation: the device has been returned and evaluated by product analysis on 05-jul-2018 with the following findings: review of the black box data revealed records of power on reset after low battery warning and after replace battery alarms. Moisture in the pump was confirmed behind the display lens. The pump powered on for testing and was exercised for 24 hours without any interruption in power. Leak testing revealed moisture ingress at cracks in the pump case; additional moisture was noted inside the pump on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that there was no power to the pump with water behind the display screen. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.